Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.

Event description:
On 05/06/2025, intuitive surgical, inc. (Isi) received user facility report: (B)(4) stating: fenestrated bipolar forceps was found in sterile processing with a broken cable. No known surgical case/ patient involvement.